Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint #: (B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2020, the patient underwent a left knee revision to address pain, edema, effusions, and tibial tray loosening at the cement to implant interface. Unknown cement was used during the primary operation. The surgeon noted performing a partial synovectomy, as there was some thickened synovium consistent with osteolytic synovitis. The tibial tray and insert were revised. The patellar and femoral components were well-fixed and retained. The patient was revised with depuy products with competitor cement. There were no indicated intra-operative complications. Doi: (B)(6) 2018, dor: (B)(6) 2020, left knee.